Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the camera head displayed a shadow in the upper left corner of the endoscopic image. There were no reports of patient involvement.